Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a trace pe present. Venous access was obtained and transseptal puncture (tsp) was performed with non-boston scientific (bsc) transseptal devices. A 27mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed successfully. The procedure was concluded. The patient was sent to the recovery area in stable condition for post anesthesia care. Two (2) hours post index procedure in the recovery area, low blood pressure was immediately noted, and a stat bedside echocardiogram confirmed there was a pe located in the anterior right ventricle. A pericardiocentesis was performed where 680cc's of sanguineous fluid was removed. In the physician's opinion, it is unknown what caused the pe to occur. The patient is fully recovered with plans to discharge two (2) days post index procedure. It was further reported that the patient also experienced progressive bradycardia alongside the low blood pressure and sodium chloride 1000ml was administered. The pe measured 10mm. There was no evidence of cardiac tamponade, however the patient did develop some mild pericarditis symptoms for which colchicine medication was administered. This event led to prolonged hospitalization. Two days post-implant procedure, the patient experienced atrial fibrillation and an extra dose of metoprolol was recommended to control heart rate. Additionally, the patient was treated with toradol medication for chest pain. The same day, tee was performed which revealed no pe. The patient remained stable, the event was considered resolved and the patient was discharged. It was further reported that 14 days post index procedure, the patient returned to the hospital for a planned cardioversion. Tee was performed prior to the cardioversion, and a large pe was discovered. The cardioversion was performed, and later that day a pericardiocentesis was performed. The pe was assessed as being caused by the tsp from the index procedure 14 days prior.

Manufacturer narrative:
B5: additional information added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a trace pe present. Venous access was obtained and transseptal puncture (tsp) was performed with non-boston scientific (bsc) transseptal devices. A 27mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed successfully. The procedure was concluded. The patient was sent to the recovery area in stable condition for post anesthesia care. Two (2) hours post index procedure in the recovery area, low blood pressure was immediately noted, and a stat bedside echocardiogram confirmed there was a pe located in the anterior right ventricle. A pericardiocentesis was performed where 680cc's of sanguineous fluid was removed. In the physician's opinion, it is unknown what caused the pe to occur. The patient is fully recovered with plans to discharge two (2) days post index procedure. It was further reported that the patient also experienced progressive bradycardia alongside the low blood pressure and sodium chloride 1000ml was administered. The pe measured 10mm. There was no evidence of cardiac tamponade, however the patient did develop some mild pericarditis symptoms for which colchicine medication was administered. This event led to prolonged hospitalization. Two days post-implant procedure, the patient experienced atrial fibrillation and an extra dose of metoprolol was recommended to control heart rate. Additionally, the patient was treated with toradol medication for chest pain. The same day, tee was performed which revealed no pe. The patient remained stable, the event was considered resolved and the patient was discharged.

Manufacturer narrative:
Additional information added; medical history added; patient codes added, impact code added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a trace pe present. Venous access was obtained and transseptal puncture (tsp) was performed with non-boston scientific (bsc) transseptal devices. A 27mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed successfully. The procedure was concluded. The patient was sent to the recovery area in stable condition for post anesthesia care. Two (2) hours post index procedure in the recovery area, low blood pressure was immediately noted, and a stat bedside echocardiogram confirmed there was a pe located in the anterior right ventricle. A pericardiocentesis was performed where 680cc's of sanguineous fluid was removed. In the physician's opinion, it is unknown what caused the pe to occur. The patient is fully recovered with plans to discharge two (2) days post index procedure.